Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01552. This report is being submitted as additional information. Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 23 days. The patient remains ongoing on vad support. A direct correlation between heartmate3 and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a bleed on (B)(6) 2018. The type of bleeding was not specified. The patient was still in the hospital post-implant and noted frank blood with bowel movements on (B)(6) 2018 and hct of 20.9. Known history of radiation due to prostate and it was believed that this was the cause for the bleeding. 2 units of blood were transfused at the time. An egd performed on (B)(6) 2018 and colonoscopy performed on (B)(6) 2018 were both were negative. The patient was also having significant hematuria from trauma during the foley insertion in the operating room. It was reportedly hard to say if the blood loss was due to one, or the other, or maybe both. Patient is home and doing well with no more complaints of bleeding. Inr goal was lowered to 1.8-2.5. No additional information provided.